Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also reported that they received no delivery alarm, motor position encoder error alarm and a motor error alarm. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's blood glucose was 470 mg/dl at the time of call. The customer stated that they will treat the high blood glucose with manual injections. The customer stated that they were able to complete rewind. The customer stated that the insulin got through during plunger push after reconnecting the reservoir to the insulin pump. The customer also mentioned air bubbles but was able to purge all out during priming. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The reservoir will not be returned for analysis.